Event description:
The customer reported that they received a falsely depressed hba1c result compared to retesting on an unknown lab instrument. The controls were passing. There is no report of injury due to this event.

Manufacturer narrative:
Technique and maintenance were reviewed with the customer. Siemens has requested return of reagent for further investigation. Cause of event is not known.